Event description:
The customer reported that during a laparoscopic nephrectomy tissue stuck to the jaws and would not open to release. It was not reported how it was released. The pt did not have any complications, but after a time, the surgeon stopped using the ligasure and continued with another device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.